Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they tried different cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated they do rotate sites and avoids scar tissue. The customer's mother stated that the tubing was bent. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.